Event description:
Procedure type: gynecology. According to the reporter: while surgeon was suturing with the device, a portion of the needle broke off into the pt's cavity. An x-ray was taken and partial needle was located in the pelvis area on top of the vaginal cuff but could not be removed from the cavity. The surgeon decided to leave this portion of the needle in the pt and continue to monitor it. Delay in or time occurred but the amount of time could not be reported. There was no additional bleeding reported.

Manufacturer narrative:
.